Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-06470 for a description of the second device. It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, it was observed the prolieve system's pressure was decreasing and also displayed a "water level too low" error message. The error message continued after adding water to the cartridge. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.